Event description:
Device started not sensing evening of 3/8/97. Console changed with no results. Drive line then changed with negligible results. Pt taken to ICU. Pt coded evening of 3/9/97. Taken to surgery with CPR for 40-60 mins. Drive line separated from drive device internally. Left side device replaced and right side assist device implanted due to development of pulmonary edema. Pt's condition is extremely critical.